Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information indicated that the attempted arteriotomy closure was in the common femoral artery after an interventional procedure.

Event description:
It was reported that a physician attempted arteriotomy closure of an unspecific vessel using a starclose se device after an unspecific procedure. Reportedly, during advancing the thumb advancer the sheath did not split completely (step #3). The starclose se device was removed from the vessel and hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned partially deployed with the plunger and vessel locator wings (vlw) deployed and the thumb advancer/delivery tubeset partially deployed approximately 3/4 distance, splitting the sheath an equal amount, leaving a small amount unslit at the distal end of the sheath, confirming the reported event. The flex guide was bent immediately distal of the delivery tube. There was no detected external handle or vlw damage. Examination of the flex guide detected shaft carving distal of the delivery tubeset. The shaft carving would have prevented complete thumb advancer/delivery tube deployment and sheath splitting and prevented clip deployment to achieve hemostasis. Inspection of the relative positions of the shaft carving and the bend in the flex guide found the carving was distal of the bend, indicating the bend occurred during post procedure handling and is not related to the event. The detected flex-guide carving is consistent with a failure to maintain the alignment of the clip delivery components while the thumb advancer is distally deployed. This is a result of user error in technique. This results in the distal end of the delivery tube carving into the flex-guide outer nylon material stopping the distal deployment of the thumb advancer/delivery tubeset. The instructions for use states: while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip. To assure there is no defect related to thumb advancer/delivery tube deployment the lot is visually inspected for proper thumb advancer movement and for no defects to the flex guide. To assure the devices meet specification, a sampling of the lot is functionally and destructively tested. The lot passed testing with no detected failure. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there have been no indication of a lot specific product lot quality deficiency.